Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the motor was blocked, seized, and rough running. It was further noted that all bearings, the wedge and coupling shaft were jammed and were corroded and ¿soft mode s/w in which there was a leakage of air¿. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance and cleaning. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor was blocked, seized, and rough running on the compact air drive device. It was further noted that all bearings, the wedge and coupling shaft were jammed and corroded and "soft mode s/w in which there was a leakage of air." It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.